Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the during the implant procedure, there was something wrong with the grommet as the lead would not stay in the atrial port of the device once it was torqued down. The device was attempted and not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated a damaged grommet.